Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. The customer reported the pin failed. The repair technician reported the probe broke off. The item is not repairable. The cause of the issue is unknown. This item was forwarded for further evaluation. The evaluation was confirmed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, the surgeon was doing depth measurement device when the pin failed and the depth gauge broke. The surgeon had a backup, so there was no delay in surgery. There was no negative impact to the patient. There report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device used in a veterinary case - no patient information will be reported. A product development evaluation was completed: the depth gauge was returned with all parts but the measuring hook (part number 319.04.6) was detached from the slider (319.04.5). The product showed signs of wear and tear. For the returned parts 319.04, the investigating engineer reviewed the associated drawings. The dimensions, materials (440a or 440b), and finishing processes for the available subassemblies were found to be appropriate for a robust depth gauge of this type. Further research into the drawing set archives allowed the investigating engineer to review additional drawings. The earliest revision of the drawing set was dated (B)(6) 1991. This gauge is over 10 years old since the lot number traceability was not a requirement for these instruments in the past. The product has all parts returned and the measuring hook (part 319_04_6) was detached from the slider (part 319_04_5). The most probable root cause for complaint is normal wear and tear of product overtime as this product is over 10 years old. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is a veterinary case; there was no human patient involvement.